Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Nurse (B)(6) reports via our sales rep, (B)(4), that one of the metal pins loosened.